Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 there were 4 air detected in cassette warnings. The patient cancelled treatment and when the cassette was removed there was fluid found in the pump module area. Fluid was leaking from the inside area of the pump door. The patient also encountered a message of do not insert cassette. In a follow up, the patient verified the report of fluid leak as well as issues with cassette door message. The patient confirmed there was no harm, adverse event or intervention associated with the fluid leak event. The patient said that due to the cassette door message, he was issued a new cycler which is working well with no other issues. He was able to do manual treatments prior to getting new cycler. The cycler set cassette is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 there were 4 air detected in cassette warnings. The patient cancelled treatment and when the cassette was removed there was fluid found in the pump module area. Fluid was leaking from the inside area of the pump door. The patient also encountered a message of do not insert cassette. In a follow up, the patient verified the report of fluid leak as well as issues with cassette door message. The patient confirmed there was no harm, adverse event or intervention associated with the fluid leak event. The patient said that due to the cassette door message, he was issued a new cycler which is working well with no other issues. He was able to do manual treatments prior to getting new cycler. The cycler set cassette is not available to return.